Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to the patients difficulty keeping a charge on the ipg.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn: (B)(4)) device evaluation indicated that the complaint was not verified. The device was in hibernation and it was fully recharged in two charging cycles. The battery depletion and sleep current rates were within the expected ranges, 8.36 mv and 87ua respectively when the device was turned off. Since the device was manufactured in 2007 the battery efficiency likely decreases over time. The device passed all the required tests and revealed normal device characteristics.